Event description:
It was reported that the user experienced hyperglycemia after lunch while using the ilet with a steel 6 mm infusion set and dexcom g7, with glucose readings in the high 300s despite meal delivery showing complete and subsequent manual subcutaneous insulin dosing outside the ilet. Symptoms included elevated blood glucose. Outcomes included recovery to an in-range glucose after site change and reconnection, with continued monitoring and a planned cartridge change. Investigation included guided troubleshooting, comparison of fingerstick and system readings, temporary suspension of ilet insulin to avoid stacking, infusion site assessment, and infusion set replacement with tubing reconnection, fill tubing, and fill cannula. Investigation of this case revealed that glucose values were concordant between fingerstick and the ilet, suggesting viable sensing, and that replacing the infusion site resolved the high glucose, indicating a probable infusion site or delivery issue prior to the set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with a transient infusion site issue leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.